Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 383 mg/dl. The customer stated that when he removed the infusion set, he found a bent cannula, but did not receive any no delivery alarms from the insulin pump. The customer also stated he used an mmt-396 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.